Event description:
Customer reportedly obtained results of approximately 300 mg/dl, approximately 150mg/dl, and 100mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.